Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous, mr 3.5 x 12mm stent delivery system was returned for analysis loaded inside a medikit 6f y-ima guide catheter with 0.014''guide wire inserted. The stent was used in the procedure and therefore not returned. The balloon was protruding out from the distal end of the guide catheter. The balloon wings on the proximal end appeared folded with the balloon body relaxed towards the centre section. It was possible to move the device in a distal direction inside the guide catheter without any issue. An initial attempt to withdraw the device from the guide catheter failed. This is consistent with the condition of the balloon profile. The balloon exhibited clear signs of having been inflated and deflated with the balloon not refolding. The balloon was then inflated to rated burst pressure using an encore hand held device and was subsequently deflated to attempt removal of the device from the guide catheter. The balloon deflated fully and the balloon wings flattened, as a result the device could not be withdrawn from the guide catheter. After manipulation of the balloon wings by hand it was possible to remove the device from the guide catheter. It is possible that the first attempt by the physician to withdraw the device failed as a result of the balloon not being fully deflated while being withdrawn thus causing the balloon wings to bunch up and not allowing the device to be retracted back from the guide catheter. A visual and tactile examination of the device identified several hypotube kinks noted along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified left internal thoracic artery (lita). After a non-bsc guide wire and 6f guide catheter were advanced, plain old balloon angioplasty was performed at the anastomosis in lita to the right coronary artery; however, "dissociation" occurred in the ostium of the lita. Subsequently, a 3.50 x 12 synergy¿ drug-eluting stent was advanced to treat the dissociation and was deployed at 11 atmospheres for 15 seconds. Intravascular ultrasound was then performed using an opticross imaging catheter followed by post-dilatation using the 3.50 x 12 synergy¿ stent delivery balloon twice at 8 atmospheres and 9 atmospheres for 15 seconds at each inflation. During removal of the stent delivery balloon, it was unable to be retracted into the guide catheter even at a fully deflated state. The device was eventually removed together with the system and the procedure was completed. No patient complications were reported and the patient's status was good.